Manufacturer narrative:
The device was returned to medtronic for analysis. As reported, the capsule had stretched over the valve with the actuator opened and the device was received with the capsule over-captured. The device instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force, potentially after tracking through tortuous anatomy. The deployment knob was rotating but did not retract or advance the capsule. The trigger moved but did not advance or retract the capsule. The device was received with the end cap separated. End cap separation refers to an event where the end cap/screw gear snap fit fails and the capsule cannot retract. The failure occurs when the system forces exceed the tensile strength of the joint. The force on the system is a cumulative effect that can be increased by many factors, including patient anatomy, access route, and load quality. It is possible that the tortuous aorta and calcified anatomy contributed to the end cap separation and subsequent inability to deploy. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. A torsion mark was observed on the outer shaft. It is possible that the difficulty navigating through the anatomy to the aorta and significant force applied contributed to the torsion mark on the outer shaft. The device IFU instructs ¿if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture).¿ there was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) through the vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the aorta was tortuous, and the anatomy was calcified. This indicates that the probable cause of the advancement difficulties was patient anatomy. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The force in the dcs when closing the capsule is cumulative and many sources may contribute to the feeling of excess tension including load quality, bends and kinks on the shaft, and tortuous anatomy. In this case it was stated that anatomy was tortuous, and this may have contributed to the difficulty encountered when recapturing. The dcs was attempted to be opened in the ascending aorta, however, the valve did not respond to the open or close movement. This was most likely due to the end cap separation. Cardiovascular injuries such as death are known potential adverse patient effects per the device IFU and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the actuator separated. No tension was felt when turning the handle. The analysis is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the capsule separated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the actuator did not separate. It was reported that the capsule did not separate. It was clarified that the capsule did not open or close in response to turning of the actuator. The tip retrieval mechanism was used to close the capsule over the valve. It was reported that the nose cone was not covered. Codes were updated in section h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a tortuous aorta and calcified anatomy, there was difficulty crossing the aorta for pre-dilation. The delivery catheter system (dcs) was placed with the support of a 20 fr non-medtronic introducer sheath. The dcs had difficulty navigating through the anatomy to the aorta and significant force was applied. The native valve was reached, however the dcs was unable to cross the valve. After further pushing on the dcs, with the dcs just above the valve, the decision was made to open the valve. The pigtail catheter that normally sits in the non-coronary cusp (ncc) was in the right coronary cusp (rcc). The pigtail catheter was then placed in the ncc. During the repositioning of the pigtail catheter, the valve was open. The dcs was attempted to be opened in the ascending aorta, however, the valve did not respond to the open or close movement. The system was removed from the patient. It was reported that the capsule had stretched over the valve with the actuator opened. Bleeding in the pericardial area was reported and subsequently, hypotension and cardiac arrest occurred. Cardiopulmonary resuscitation (CPR) was initiated, medication was administered and aspiration of blood in the pericardial area was performed. An incision was made to visualize the bleeding, however the surgeon was unable to find the origin of the bleeding. The patient subsequently died. Per the physician, the cause of bleeding was unknown. It was reported that guidewire puncture in the heart apex, the dcs or calcification of the aorta possibly contributed to the bleeding and death. Per the physician, the cause of death was heart dysfunction due to bleeding in the pericardial area.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The valve could not be removed from the dcs, analysis on the valve could not be performed. The handle was intact. The device was received with the capsule over captured. Delamination was observed over the nitinol reinforcing frame along the length of the capsule. The deployment knob rotated but did not retract or advance the capsule. The trigger moved but did not advance or retract the capsule. The tip-retrieval mechanism was intact. The device was received with the end cap separated. The end cap was attempted to be reattached by the analysis technician. It was noted that upon rotation of the deployment knob it separated again, and the capsule could not retract and advance either with the knob or the trigger. A torsion mark was observed on the outer shaft. There was damage observed on the threading of the screw gear. The cause of the unable to advance event could not be determined via analysis of the device. The reported event for unable to deploy and difficult to recapture could be confirmed in the analysis. The investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.